Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8 of the initial medwatch. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the ceramic tip was repaired by the third party with bad improper adhesives. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecology hysteroscope ceramic tip was decoupling. The issue occurred during reprocessing of a therapeutic electron microscope procedure. There was no delay and the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.